Event description:
It was reported that the implantable neurostimulator (ins) was turned off. It was noticed that it was off while recharging the implant. It was noted that the patient¿s walking had been bad for the past 2 weeks prior to the date of this report. The patient was struggling to walk. The healthcare professional indicated that if this continued the patient would lose the ability to walk. The patient programmer and the desktop charger were lost. It was noted that the patient had received a replacement patient programmer in the past. Patient¿s status was unknown. It was later reported that stimulation was turning off on its own. Patient had a security system at school and the healthcare professional (hcp) thought this was what was doing it. The patient¿s stimulation had been off for 3-4 weeks prior to the date of this report. The patient¿s gait had been off since (B)(6) 2013 and seemed to continue to get worse. The patient was walking on the inside of the left foot which was affecting her hip. Patient may need to have another lead or possible new implantable neurostimulator (ins). It was noted that they thought the patient¿s gait was off because the system was off. Patient¿s previous inss were replaced due to normal battery depletion. It was noted that they were not rechargeable and had to be replaced after 10 months. Patient¿s current ins was rechargeable. It was noted that the hcp stated that if she did not get this fixed she would end up ¿loosing it.¿ patient needed assistance turning stimulation back on with the recharger. It was noted that the lightning bolt would not appear on the screen. The patient programmer was found and they were able to turn stimulation back on. The programmer was showing on and ok at 4.50 on the left side and 4.00 on the right side. The patient was on b. Additional information received reported the cause of the event was the patient¿s ins turned off by itself and a new patient programmer was requested. The event was attributed to the programmer. It was noted that it was omitted reporting she lost it and tried to use malfunction report to get a new patient programmer. Patient¿s mother was unable to check the battery charge because she lost it. It was noted they had not tried reading the charge with the charging unit. The hcp had not seen the patient. No surgical intervention had occurred. It was noted that this was the second time the patient¿s mother lost the patient programmer. No hospitalization was required as a result of the event. There was no patient injury. Hcp was unaware of patient¿s current condition. Reference manufacturer¿s report number: 3004209178-2014-08131.

Manufacturer narrative:
Concomitant products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37752, serial# (B)(4), product type recharger; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v132495, implanted: (B)(6) 2009, product type lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v132495, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).